Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they had an issue a few days prior with astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation that had since been resolved. The customer stated they now received a questionable altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation result for another patient sample. The initial altl result was 191 u/l and was reported outside of the laboratory. The result was questioned by the physician and the sample was repeated with an altl result of 38 u/l. There was no adverse event and the repeat result was deemed to be correct. The altl reagent lot number was 22311601 with an expiration date of 31-may-2018. The field service engineer (fse) found contamination in the incubation bath. The fse decontaminated the bath. The fse verified that quality control and precision check were acceptable.

Manufacturer narrative:
The customer had no further problems since the field service engineer decontaminated the bath. The issue was resolved by the service actions.